Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR #s 1810909-2019-00488 and 1810909-2019-00489.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips for evaluation. Since the returned bottle of test strips had only two strips left, in-house contour next test strips were also used for testing. An in-house testing was performed using the returned meter with returned and in-house test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory. Upon further evaluation, data from the suspected contour next one meter was downloaded to the glucofacts deluxe and it was determined that the readings stored in the meter were from october 2019. The meter's date format was set to mm/dd/yy not dd/mm/yy.